Event description:
A report was received reporting a needlestick incident took place at the user facility. The full report stated "the needle was so difficult to pull into the safety chamber and came out of the pt before engaging safely into the chamber causing a needlestick". The product has been discarded and is not available for investigation.

Manufacturer narrative:
Customer has not returned the device to the MFR for device eval. The device was reportedly discarded.